Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: trocar broke inside of patient. All pieces were removed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.